Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received confirmed the patient's weight as captured to a4 and previously reported. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, d6, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category. Corrected information has been provided in d4 (serial and primary UDI number).

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 in a 54-year-old female patient with cardiomyopathy presenting in scai stage e shock. During ongoing support, the rn reported new neurological changes, and CT imaging performed on (B)(6) revealed a subarachnoid hemorrhage following patient complaints of headache. Anticoagulation was subsequently held, and the patient remained on va ECMO at the time of the event. Device involvement was documented as unknown, imaging was not repeated for positioning at the time of injury, and the impella remained in place with no request for replacement. The hemorrhage was characterized as hemorrhagic in etiology, and the patient continued on support at the time of reporting. Based on the available information, the subarachnoid hemorrhage appears more consistent with the patient¿s critical clinical condition, anticoagulation status, and concurrent va ECMO therapy rather than a malfunction of the impella 5.5. Cerebral vascular accident/stroke is a known risk associated with the impella 5.5 per the instructions for use (IFU). After 40 days of support, the team decision was made to withdraw care. The patient expired. The 5.5 pump had been utilized well beyond the indication for use as noted in the instructions for use. The death is conservatively being reported to the impella pump, but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock and the need for multiple support devices, as the patient was supported by ECMO support along with the impella. The impella was placed to vent the left ventricle for the primary placed support device, the ECMO circuit.

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 in a 54-year-old female patient with cardiomyopathy presenting in scai stage e shock. During ongoing support, the rn reported new neurological changes, and CT imaging performed on (B)(6) revealed a subarachnoid hemorrhage following patient complaints of headache. Anticoagulation was subsequently held, and the patient remained on va ECMO at the time of the event. Device involvement was documented as unknown, imaging was not repeated for positioning at the time of injury, and the impella remained in place with no request for replacement. The hemorrhage was characterized as hemorrhagic in etiology, and the patient continued on support at the time of reporting. Based on the available information, the subarachnoid hemorrhage appears more consistent with the patient¿s critical clinical condition, anticoagulation status, and concurrent va ECMO therapy rather than a malfunction of the impella 5.5. Cerebral vascular accident/stroke is a known risk associated with the impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d catalog number was corrected.